Event description:
Journal reference: olsson et al. "Spinal stimulation in adolescents with complex regional pain syndrome type I (crps-I)." Eur j pain 2007; 12/(1): 53-59. The article describes 7 adolescents girls who presented with severe, incapacitating, and therapy-resistant complex regional pain syndrome type 1 who were subjected to spinal cord stimulation. A number of observations and complications were reported. Reportable event: pt, female, received a percutaneous scs electrode. She was scheduled for a permanent system, but a local subcutaneous infection necessitated removal of the electrode. After scs device explant, pt occasionally experiences some swelling of the hand and arm, but it is not associated with pain.